Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. It should be noted the xience alpine everolimus eluting coronary stent system instructions for use states: the xience alpine stent system is indicated for improving coronary artery luminal diameter in patients, including those with diabetes mellitus, with symptomatic heart disease due to de novo native coronary artery lesions. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation was unable to determine a conclusive cause for the reported deflation difficulties however the difficulties removing the device appear to be related to circumstances of the procedure.

Event description:
It was reported that the procedure was to treat in-stent restenosis of a previously deployed stent located in the right coronary artery. After successful placement of the xience alpine stent implant inside the previously deployed stent, the stent delivery system balloon would not deflate and it became caught on the previously deployed stent. The indeflator was exchanged for a syringe that was used successfully to fully deflate the balloon. No additional information was provided.